Event description:
It has been reported to us that, during the procedure a perforation of the vessel was noticed. The physician performed an ivus study on the vessel to verify the size (4.5mm). The physician inserted the occlusion balloon into the pt and inflated the occlusion balloon to 4.5mm to occlude the vessel. The physician deflated the occlusion balloon. The physician observed on the floroscope that in the area of the inflation of the occlusion balloon, a perforation of the vessel was noticed. The physician treated the perforation with a perfusion balloon catheter successfully. The pt is reported to be fine.

Manufacturer narrative:
The customer has indicated that the subject device used during the case will not be returned for evaluation. Therefore an engineering analysis of the subject device can not be performed. The lot number for the device is known and a review of the device history record will be conducted. Device discarded- not returned for evaluation.